Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a red alert due to ventricular tachycardia mode set to a value other than monitor and therapy. Technical services (ts) as consulted and discussed that this mode had been recently turned off, the health care provider mentioned that the patient had had a cardioversion and that this mode may have been left off by mistake. This crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-d was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a red alert due to ventricular tachycardia mode set to a value other than monitor and therapy. Technical services (ts) as consulted and discussed that this mode had been recently turned off, the health care provider mentioned that the patient had a cardioversion and that this mode may have been left off by mistake. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a red alert due to ventricular tachycardia mode set to a value other than monitor and therapy. Technical services (ts) as consulted and discussed that this mode had been recently turned off, the health care provider mentioned that the patient had had a cardioversion and that this mode may have been left off by mistake. This crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-d was explanted. No additional adverse patient effects were reported.